Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device-location of device: uterus"), device breakage ("device breakage"), fallopian tube perforation ("perforation/fallopian tube rupture") and genital haemorrhage ("abnormal bleeding") in a 49-year-old female patient who had essure (ess205) (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids, gastroesophageal reflux disease, blood pressure high and vaginal cyst excision. Concomitant products included anovlar (loestrin) from (B)(6) 2007 to (B)(6) 2007 and medroxyprogesterone (depo provera) from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), breast pain ("hormonal changes describe: breast aches") and urinary tract infection ("infection- urinary tract infection") with micturition urgency. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal discharge ("discharge"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), menorrhagia ("menorrhagia") and hyperhidrosis ("hormonal changes describe: excessive perspiration"). The patient was treated with surgery (supracervicalhysterectomy (uterus only) ¿ laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, device breakage, fallopian tube perforation, genital haemorrhage, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, bladder disorder and urinary tract infection outcome was unknown, the vaginal haemorrhage, menorrhagia, urinary tract disorder and breast pain had resolved and the hyperhidrosis was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, bladder disorder, breast pain, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hyperhidrosis, hypersensitivity, menorrhagia, menstruation irregular, rash, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device-location of device: uterus"), device breakage ("device breakage"), fallopian tube perforation ("perforation/fallopian tube rupture") and genital haemorrhage ("abnormal bleeding") in a 49-year-old female patient who had essure (ess205) (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids, gastroesophageal reflux disease, blood pressure high and vaginal cyst excision. Concomitant products included anovlar (loestrin) from (B)(6) 2007 to (B)(6) 2007 and medroxyprogesterone (depo provera) from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), breast pain ("hormonal changes describe: breast aches") and urinary tract infection ("infection- urinary tract infection") with micturition urgency. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal discharge ("discharge"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), menorrhagia ("menorrhagia") and hyperhidrosis ("hormonal changes describe: excessive perspiration"). The patient was treated with surgery (supracervicalhysterectomy (uterus only) ¿ laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, device breakage, fallopian tube perforation, genital haemorrhage, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, bladder disorder and urinary tract infection outcome was unknown, the vaginal haemorrhage, menorrhagia, urinary tract disorder and breast pain had resolved and the hyperhidrosis was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, bladder disorder, breast pain, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hyperhidrosis, hypersensitivity, menorrhagia, menstruation irregular, rash, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of quality-safety evaluation of product technical complaint ( update of FDA code). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation/fallopian tube rupture') and device expulsion ('migration of essure device-location of device: uterus') in a 49-year-old female patient who had essure (ess205) (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids, gastroesophageal reflux disease, blood pressure high and vaginal cyst excision. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2007 to(B)(6) 2007, ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2007 and paracetamol (tylenol). On (B)(6) 2007, the patient had essure (ess205) inserted. In july 2007, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ prolonged and heavy vaginal bleeding") and vaginal infection ("vaginal infection"). In august 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), breast pain ("hormonal changes describe: breast aches") and urinary tract infection ("infection- urinary tract infection") with micturition urgency. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal discharge ("discharge"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), menorrhagia ("menorrhagia") and hyperhidrosis ("hormonal changes describe: excessive perspiration"). The patient was treated with surgery (supracervical hysterectomy (uterus only) ¿ laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, genital haemorrhage, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, bladder disorder, urinary tract infection and vaginal infection outcome was unknown, the vaginal haemorrhage, menorrhagia, urinary tract disorder and breast pain had resolved and the hyperhidrosis was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, bladder disorder, breast pain, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hyperhidrosis, hypersensitivity, menorrhagia, menstruation irregular, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information updated. New event: vaginal infection added. Concomitant drugs added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation/fallopian tube rupture') and device expulsion ('migration of essure device-location of device: uterus') in a 49-year-old female patient who had essure (ess205) (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids, gastroesophageal reflux disease, blood pressure high and vaginal cyst excision. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2007, ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2007 and paracetamol (tylenol). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ prolonged and heavy vaginal bleeding") and vaginal infection ("vaginal infection"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), breast pain ("hormonal changes describe: breast aches") and urinary tract infection ("infection- urinary tract infection") with micturition urgency. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal discharge ("discharge"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), menorrhagia ("menorrhagia") and hyperhidrosis ("hormonal changes describe: excessive perspiration"). The patient was treated with surgery (supracervicalhysterectomy (uterus only) ¿ laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, genital haemorrhage, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, bladder disorder, urinary tract infection and vaginal infection outcome was unknown, the vaginal haemorrhage, menorrhagia, urinary tract disorder and breast pain had resolved and the hyperhidrosis was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, bladder disorder, breast pain, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hyperhidrosis, hypersensitivity, menorrhagia, menstruation irregular, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device-location of device: uterus"), device breakage ("device breakage"), fallopian tube perforation ("perforation/fallopian tube rupture") and genital haemorrhage ("abnormal bleeding") in a 49-year-old female patient who had essure (ess205) (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids, gastroesophageal reflux disease, blood pressure high and vaginal cyst excision. Concomitant products included anovlar (loestrin) from (B)(6) 2007 to (B)(6) 2007 and medroxyprogesterone (depo provera) from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), breast pain ("hormonal changes describe: breast aches") and urinary tract infection ("infection- urinary tract infection") with micturition urgency. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal discharge ("discharge"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), menorrhagia ("menorrhagia") and hyperhidrosis ("hormonal changes describe: excessive perspiration"). The patient was treated with surgery (supracervicalhysterectomy (uterus only) ¿ laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, device breakage, fallopian tube perforation, abdominal pain, dysmenorrhoea, menstruation irregular, genital haemorrhage, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, bladder disorder and urinary tract infection outcome was unknown, the vaginal haemorrhage, menorrhagia, urinary tract disorder and breast pain had resolved and the hyperhidrosis was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, bladder disorder, breast pain, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hyperhidrosis, hypersensitivity, menorrhagia, menstruation irregular, rash, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs and medical record received: received- lot number, reporter information, patient details, other relevant history, lab data, product information, lab data, concomitant drugs, relevant tests, events- migration of essure device-location of device: uterus, abnormal bleeding(vaginal), menorrhagia, bladder or urinary problems or changes, bladder or urinary problems or changes, hormonal changes describe: excessive perspiration, hormonal changes describe: breast aches and increased urge to urinate were added. Previously reported "infections" was further specified as "infection- urinary tract infection". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation/fallopian tube rupture/migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was treated with surgery (she underwent surgery to remove the defective device) and surgery (she underwent surgery to remove the defective device). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device breakage, fallopian tube perforation, dysmenorrhoea, menstruation irregular, genital haemorrhage, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, rash and vaginal discharge to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.